Event description:
Olympus was informed via service inquiry that the customer camera head was ¿completely dead would not work at all¿. The reported problem was found during maintenance. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The customer¿s reported problem was confirmed, device does not work at all due to a defective/shortage in the cable unit. Additionally, the labeling on the rear cover is faded and the external housing has damage. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable unit shortage could not be determined. Olympus will continue to monitor field performance for this device.